Event description:
A malfunction alarm occurred, but there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, successfully resolving the issue, and did not experience a recurrence of the malfunction. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer acknowledged and understood.